Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was not charging and that the customer received a power source alert after plugging the pump into a wall outlet. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source for at least 30 minutes. Subsequently, the battery gauge was fluctuating. Additionally, it was reported that an occlusion alarm occurred. Customer declined troubleshooting with tandem technical support. The customer continued to use the pump for insulin therapy. There was no reported impact to customer¿s blood glucose.